Manufacturer narrative:
Event date is estimated.

Event description:
It was reported the patient experienced ineffective stimulation. Surgical intervention is pending to address this issue.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Section a4: weight has now been provided.

Event description:
It was reported that surgical intervention occurred to explant the device due to ineffective therapy on (B)(6) 2022.